Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) appeared to be depleting prematurely. Device data from the remote monitoring system was reviewed and engineering confirmed the device was depleting faster than expected. Device replacement was recommended for within 62 days. No adverse patient effects were reported. The device remains implanted and in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) appeared to be depleting prematurely. Device data from the remote monitoring system was reviewed and engineering confirmed the device was depleting faster than expected. Device replacement was recommended for within 62 days. No adverse patient effects were reported. The device remains implanted and in service. The device was later explanted, replaced, and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This report will be updated when additional information is received. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in (B)(6) 2019 regarding a subset of emblem devices, which was expanded in (B)(6) 2020, that has an elevated potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.